Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. The customer¿s blood glucose was 600 mg/dl. Customer reported that she did not want to troubleshoot and that she took shots. The insulin pump will not be returned for analysis.